Manufacturer narrative:
Complaint no: (B)(4). One unopened pouch containing 10 units was received for analysis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification and a cut in the pouch (packaging) and one unit with a cut in the matte side of the bag was noted. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. During functional testing a leak through the cut in the matte side of the bag on one unit was noted. The reported condition was verified. The cause of the leak was hole or cut. The cause of the hole or cut was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation of a retuned sample, the technician found that there was a leak through a cut in the matte side of one bag from a capd (continuous ambulatory peritoneal dialysis) disconnect y-set. There was no patient injury or medical intervention reported. No additional information is available.